Event description:
Additional information received reported the patient had not recharged her ins for more than 2 years and an implantable neurostimulator (ins) overdischarge was suspected. The overdischarge was not confirmed, as the ins was not able to be interrogated to receive information. It was unknown what number overdischarge this was and a physician mode recharge was not performed. The antenna locator was used to bring the ins out of the overdischarged state. No diagnostic testing or troubleshooting was performed because telemetry was unable to be established, but would be in the future. Interrogation was not possible due to the ins battery charge level. The patient needed to leave the office prior to achieving ¼ battery charge level. Normal recharging was established and the patient left with active recharging. The patient verbalized understanding of the need to fully recharge the ins every day for the next 2 weeks. The patient¿s next appointment was scheduled for (B)(6). The plan was to interrogate the ins, clear the suspected por message, run impedance test, and reprogram stimulation coverage as needed. At the follow-up appointment, the por was cleared and the ins was reprogrammed to cover the desired areas of pain. The patient verbalized understanding the need for regular recharging and properly return demonstrated the use of the patient programmer. The patient¿s status was noted to be alive with no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient wanted their device out because it was ¿not working¿ and the patient was in a lot of pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).